Event description:
The patient reported that while they were sitting on (B)(6) 2014 they felt something ¿rip in her stomach¿ and had severe pain at pump site. The patient stated that it felt ¿like a rock¿ and it was ¿burning¿. The patient believed the pump had flipped¿. The patient went to their gp (general practitioner) the next day as the patient was seeing her for other reasons, antibiotics affecting the stomach and she was redirected to see the pump hcp. The patient¿s gp forwarded a message to the pump hcp and he hadn't responded to her or the patient. It was also noted the patient was seeking a new hcp. The pump was used to deliver baclofen. No interventions or outcome were reported. Further follow-up was being conducted to obtain the information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Manufacturer narrative:
Corrected information: conclusion no longer applicable.

Event description:
Additional information was received from the consumer. It was reported the dr had implanted the pump under the patient's left breast. The pump was causing her pain and she could not wear a bra and this had occurred since implant ((B)(6) 2014). The pump was moved to the other side in (B)(6) 2014.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) clarifying the pump contained compounded baclofen since the patient came into their care in 2015, and did not administer gablofen.

Event description:
The following information was previously reported in manufacturer report # 3004209178-2014-20341: [the patient reported they went to the ER (emergency room) in june of this year because of the "clamps from the catheter felt like it had ripped out." The pump was used to deliver baclofen. Interventions, patient symptoms and outcome were not reported. Further follow-up was being conducted to obtain the information. If additional information is received a follow-up report will be sent.] All information pertaining to this event will now be reported under this manufacturer report # (3004209178-2014-20329). It was later reported that, two weeks after the patient¿s pump was implanted, she began having non-stop problems with the pump. The pump flipped and tore. The hcp supposedly tacked the pump down in 4 places. The patient felt the first one rip, the second one had been pulling non-stop, and currently it felt like another one was pulling. It felt like a fish hook being stuck, ripping, and pulling. The pump was also not delivering medication, as it had stopped because it flipped. The patient was weak and in pain and didn¿t know what to do. The patient had contacted a manufacturer representative, but had been unable to contact a hcp. It was also reported that, on (B)(6) 2014, the healthcare provider (hcp) did a procedure to check the patient¿s catheter and determined that the pump was flipped and it was kinking the catheter. It was later clarified that this procedure was a revision surgery. At this time, the pump was revised and sutured down and the catheter was replaced. Per the patient, the pump was possibly replaced on this date. However, the patient stated she was confused as the what was done. Also of note, the manufacturer¿s device registry and pump interrogation from (B)(6) 2014 indicated that the patient¿s current pump was implanted on (B)(6) 2014. For a week following the surgery on (B)(6) 2014, the patient¿s muscles were relaxing. Also since this procedure, the patient had been experiencing pain at the pump site. The patient¿s hcp increased her medication and then the patient had to use oral baclofen. It was noted that, with her new pump, the patient¿s refill interval would be 6 months. The patient¿s last appointment with her hcp was on (B)(6) 2014. It was noted that the patient¿s mental stability was in question, as the patient continued to harm herself by continuously flipping her pump for attention. The issue was becoming so regular that the patient¿s current healthcare provider (hcp) was dismissing the patient. As of (B)(6) 2014, there were no additional surgeries were planned and the patient was in the process of transitioning to another hcp. The patient was noted as receiving intrathecal baclofen therapy. The cause of the event, treatment/interventions, drug information, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).